Event description:
A flipped pump that had been confirmed via imaging was reported. It was later reported that the healthcare professional (hcp) was able to flip the pump back and refilled it. The pt did not experience any adverse effects.

Manufacturer narrative:
(B)(4).